Event description:
It was reported to medtronic minimed that the customer experienced crack on the back of pump. The customer reported hypoglycemia treated by suspending the pump manually. The customer reported blood glucose value of 50 mg/dl. The event involved product(s) mmt-441a, mmt-342, mmt-1884. Troubleshooting was performed for low blood glucose (bgs)/over delivery. Customer reported low blood glucose. Customer has used the insulin pump system within 48hrs of reported low blood glucose event. It was unknown whether the smartguard/auto mode feature of the insulin pump was active at the reported low blood glucose event. Troubleshooting was performed for bumped/dropped/cosmetic damage. Customer reported physical damage (crack on the back of pump) not related to the retainer ring. No further patient complications were reported. No product return is required for mmt-441a. No product return is required for mmt-342. It was expected that the customer would discontinue the use of the pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with the p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rail, cracked keypad overlay at the select button and fading serial number label. Cosmetic damage was confirmed at the back of the pump area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.